Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent. On (B)(6) 2015, rv pacing impedance spiked to 4047 ohms up from a gradually rising trend that measured 1007 ohms during the week ending on (B)(6) 2014. Rv capture threshold measured from 1.5v to greater than 2.5v (B)(6) 2014 to (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient had hemiparesis due to a fall following asystole possibly due to a malfunction of their implantable cardioverter defibrillator (ICD). Additionally, the lead had high and unstable thresholds with no capture. The ICD was explanted and replaced. The lead was revised with an added pacing portion and remains in use. No further patient complications have been reported as a result of this event.